Event description:
After an uneventful bilateral refractive surgery on 11/27/1999. Diffuse lamellar keratitis was observed at day 1 post operatively. On 12/4/1998, the corneal flap was lifted for scraping and cleaning. Visual acuity right eye: pre-operative- 20/20, post-operative- 20/60 prognosis: gradual reduction of the problem and improved "bcva" in the right eye is expected.